Event description:
It was reported that a malfunction alarm occurred, but no notable events happened before the malfunction. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump; however, the malfunction persisted. Therefore, it was decided to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy.